Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during an in hospital inspection the cs100 intra-aortic balloon pump (iabp) unit had a defective display screen. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Fse checked the equipment, but there was no reproduction. There may be a poor connection between the flat cable inside the display and the video receiver board. As a precaution, performed internal cleaning and monitor the progress. The matter was resolved.

Event description:
N/a